Event description:
Health care professional (hcp) reports 3 blood leaks into dialysate noted at onset of pt treatment. Health care professional reports dialyzers reused from 12-28 times. Health care professional reports no pt injury.